Manufacturer narrative:
A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. An imaging evaluation was also performed. Results of the imaging evaluation are indicated below. ¿ there appears to be a lack of proximal wall apposition. This appears to be a proximal type I endoleak. ¿ there appears to be a pair of patent lumbars. ¿ one time-point received for review. Unable to confirm aneurysmal growth.

Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include but are not limited to endoleak.

Event description:
On (B)(6) 2020, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the patient has a proximal type I endoleak (computed tomography images dated (B)(6) 2021) from a set of lumbar arteries. There is no aneurysm sac enlargement. The physician is planning a reintervention, status is unknown. Event is ongoing.